Event description:
Procedure type: face lift. According to the reporter: doctor (B)(6) called quality assurance to inform suture line dehiscence. Left temple night of surgery requiring suture repair. Then suture line separation right mastoid also requiring immediate suture repair. On day #2, several suture line separations requiring additional suture repair. Repaired with a non absorbable suture. Patient was resutured 3 times and required antibiotics. No tissue loss. No irreversible tissue damage as a result of this problem. No blood loss of 500cc or more. Surgical time delay: patient had 2 additional surgeries for opening of surgical incision, unsure. No device fragment left in the patient. Resutured incision twice. After additional antibiotics, patient is healing normally.

Manufacturer narrative:
(B)(4).